Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with a sensitive monitor screen, seemed to have a pump stop event while in the intensive care unit during device interrogation. The system monitor would be exchanged, even when downloading when pressing the letters for patient initials multiple letters would appear. The log file captured on (B)(6) 2025, at 10:02:38 an intentional pump stop, which was due to the key on the screen being activated. In addition, it was noted on (B)(6) 2025 low speed advisories due to the fixed speed being set at 4800 revolution per minute (rpm) and the low-speed limit being set to 5000 rpms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with the pump stop button being briefly pressed. It was reported that the event occurred in the setting of a sensitive system monitor screen; however, a specific cause for the pump stop button being pressed could not be conclusively determined. Review of the submitted log files confirmed events on 01apr2025 that were consistent with the pump stop button being briefly pressed on the system monitor before being released. The system briefly alarmed for low flow and lvad off, and pump speed was recorded at 50 revolutions per minute (rpm) before returning to the set speed without issue. It was noted that an adjustment had been made to the patient¿s low speed limit setting in the minute before the brief pump stop button press. The system otherwise appeared to be operating as intended, and there were no other notable alarms captured. Multiple requests for additional information regarding the cause of the pump stop were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.